Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited noise, no pacing inhibition was noted. Myopotential oversensing was suspected. Reprogramming sensitivity options were discussed. Additional information clarified it was suspected that this episode was caused due to a heart failure issue. The patient is being monitored in case should this recur. It was decided to give the patient a therapy upgrade. This device was replaced and returned to boston scientific for evaluation. No further adverse patient effects were reported. Additional information was received detailing that the extraction procedure was due to lead fracture. After the procedure the patient developed a blood clot, redness and swelling were observed. At this time the sicd system device and electrode sites look great and are healing as expected.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited noise, no pacing inhibition was noted. Myopotential oversensing was suspected. Reprogramming sensitivity options were discussed. Additional information clarified it was suspected that this episode was caused due to a heart failure issue. The patient is being monitored in case should this recur. It was decided to give the patient a therapy upgrade. This device was replaced and returned to boston scientific for evaluation. No further adverse patient effects were reported. Additional information was received detailing that the extraction procedure was due to lead fracture. After the procedure the patient developed a blood clot, redness and swelling were observed. At this time the subcutaneous implantable cardioverter defibrillator (s-ICD) system device and electrode sites look great and are healing as expected.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.